Event description:
It was reported that impedance readings >10000 ohms were measured today during an appointment to address patient programmer antenna issues. It was reported that the patient was still feeling stimulation and it was covering the appropriate area. It was reported that sometimes with certain movement, patient would not feel stimulation. It was noted that she was able to reproduce the movement dependent stimulation sensation but did not re-test impedance. It was stated that the patient was not complaining of a stimulation issue. It was stated that the patient denied any falls. It was stated that the issue had been reported to the patient¿s healthcare professional (hcp) and it was unknown what needed to be done next. It was stated that the patient ¿could feel stimulation is manual turned off¿. It was stated that the patient did not feel stimulation fading. Additional information received reported that there ¿seemed to be a short¿ because sometimes all impedances were ¿<(><<)>10000¿ and other times only some were. It was stated that the location of the short was unknown. It was stated that impedance testing and x-rays were taken, and the patient¿s device was reprogrammed. It was reported that the issue was not resolved. It was reported that the patient had intermittent stimulation. It was reported that the patient status was ¿alive-no injury¿. No additional information received. It was noted that the manufacturer¿s representative saw the patient yesterday.

Manufacturer narrative:
Product ID: 3778-45, serial# (B)(4) , implanted: (B)(6) 2012, product type: lead. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37754, serial# (B)(4) product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 3550-29, lot# n347397, implanted: (B)(6) 2012, product type: accessory. Product ID: 3550-39, lot# n346374, implanted: (B)(6) 2012: product type: accessory. (B)(4).